Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose level of 780 mg/dl. The customer stated that they were in pain and could not lower their blood glucose with the pump prior to the hospitalization. The customer was wearing the pump during their hospital stay. The customer declined troubleshooting the pump because the customer wanted their pump replaced do to other issues that were not mentioned. The customer sent back their pump for analysis. The line was disconnected and no further information was provided.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.